Manufacturer narrative:
Visual inspection: ha layer absorbed, signs of extraction on femoral neck. It is not possible to determine an implant related failure root cause.

Manufacturer narrative:
Batch review performed on 15 november 2019: lot 142568: 40 items manufactured and released on 24-jun-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation: 5 years after primary cementless tha in an elderly scoliotic patient the stem is found to be loose, probably also because of an osteolytic reaction (undescribed), visible in the single xray provided, in the proximal femoral region. The cause for this is unknown. Aseptic loosening of implants is a possible failure mode, described in literature, whose causes are often undetermined. No more conclusions can be drawn on this case with the information at hand.

Event description:
The surgeon informed me that the patient returned with pain on the right side- imaging investigation showed the stem appeared loose. Revision surgery via posterior approach 4 years and 11 months after primary. The surgery was completed successfully.